Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of its blower not functioning, resulting in no ventilation output, could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's blower does not turn on, resulting in no ventilation output. There were no reports of patient involvement associated with the reported event.